Event description:
It was reported that during an unknown procedure, that when trying to fire the instrument, the firing lever was stuck. There was no pt consequence. Post-op, the pt had to go through a second surgery a few hours following the first, due to a suspected leak.

Manufacturer narrative:
Info not provided during initial contact. D4 serial number = na. Evaluation summary: the analysis results found that one ec60 device a was returned with no visual non-conformances and with six cartridges present inside the bag. The device was tested for functionality with the returned cartridge b and it fired, cut and formed all the staples as intended. After further analysis, it was noted that the device firing mechanism was damaged, as the firing trigger did not returned to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism, when it brakes it creates friction to the firing trigger not allowing the trigger to properly return to it's home position. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.